Event description:
Information was received from a healthcare professional in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and complex regional pain syndrome type I. An empty pump alarm was reported. The patient missed a refill a couple days prior to report. The healthcare professional aspirated the pump reservoir, and there was no residual volume. The pump was refilled on (B)(6) 2016. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.